Event description:
It was reported that the customer's insulin pump had a motor error at the time of bolus. Her blood glucose was 584 mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.